Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl. Reportedly, the cause was unknown; however, it was possible that the customer miscalculated carbohydrates after consuming food. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.